Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connectors and screen were damaged. It was also indicated that the hanger was broken, the lock button and keypad were out of specification, and multiple external components were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) output connectors and screen were damaged. The epg was returned for service. There was no patient involvement.